Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-04551 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04571 has been identified to be a duplicate and should be nulled. All information were submitted on the actual complaint.

Manufacturer narrative:
Date of report: 16aug2021.

Event description:
The customer called into technical support (ts) reporting that the device turns off during patient use, drpt displays error (1009) pressure regulation high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported. Customer stated that device was swapped out for another. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. While monitoring a patient, the ventilator stopped for no reason on (B)(6) 2021 at 02:05:56. Following this, they turned the v60 back on to switch the patient to another ventilator. The ventilator was sent to the biomedical service workshop. After analyzing the logs, it was noticed that there was an error code 1009: high pressure vio. This error could have caused the shutdown of the system and potentially a failure of the data acknowledgment card. Further information is pending.